Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4): product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Concomitant product device information received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stimloc_acc, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that the burr hole cover screw was hard to set in place. The patient's skull was very hard, much harder than other patient's, according to the hcp. A different burr hole cover screw was used and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.